Event description:
The customer alleged, "the ventilator stopped cycling on a patient." The customer confirmed that the alleged event did not result in an adverse clinical effect to the patient. The hospital biomedical technician inspected the device and cold not duplicate the alleged event. The unit passed extended self testing and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.